Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "same survival but higher rate of osteolysis for metal-on-metal ultamet versus ceramic-on-ceramic in patients undergoing primary total hip arthroplasty after 8 years of follow-up." Literature article entitled ¿same survival but higher rate of osteolysis for metal-on-metal ultamet versus ceramic-on-ceramic in patients undergoing primary total hip arthroplasty after 8 years follow-up¿ by yoshitoshi higuchi, et al, published in orthopaedics & traumatology: surgery and research (24 august 2018), 7 pages, https://doi.org/10.1016/j.otsr.2018.08.005 was reviewed for MDR reportability. This retrospective case control study evaluating coc and mom cementless thas in order to: compare the longevity and complications for coc and mom thas at 5-10 years postoperatively, compare the incidences of osteolysis between both types of thas, and evaluate pseudotumors in mom thas. All coc implants were manufactured by stryker orthopaedics. All mom components were manufactured by depuy orthopaedics: pinnacle a acetabular cup, ultamet cocr acetabular liner, 28-mm (28 pts.) Or 36-mm (28 pts.) Metal femoral heads, and a g2 femoral stem with trunnion at 12/14 diameter and 5.7 trunnion angle. There were 12 men and 44 women included in the mom group with a mean age of 59.1 and a mean bmi range of 17.7-31.8. 51 patients in the mom group had primary diagnoses of osteoarthritis and 5 had primary diagnoses of avascular necrosis. During the follow-up, no revisions of the mom group were reported. There was 1 reported dislocation that was treated with closed reduction and no further complications. The radiographic studies reported 2 cases of heterotopic ossification, 5 cases of acetabular osteolysis, 4 cases of femoral osteolysis, and 5 cases of pseudotumor. None of these findings were severe enough to warrant revision surgery or physician intervention. There was 1 case of aseptic loosening of the acetabular cup that the surgeon planned to revise at a later date. 3 joints with the 28-mm mom articulation and 2 joints with the 36-mm articulation were found to have radiographically identified pseudotumors. None of the radiographic findings were confirmed intraoperatively. Adverse event(s) related to product(s): implant dislocation: hip (head and liner). Implant loosening: interface-implant to bone (acetabular cup). Patient(s) reported harm(s) prior to procedure: surgical intervention, pain, ossification, hypersensitivity, joint dislocation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.